Event description:
It was reported that during a moderately calcified, left anterior descending (lad) coronary artery intervention, a balance middleweight (bmw) guide wire was used, without issue; however, during device removal, without reported resistance, the shaft separated. Both pieces were removed without intervention. There were no adverse patient effects or a clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.